Manufacturer narrative:
Investigation: one hundred fifty-three samples were received from the customer for investigation. One hundred fifty-two (152) samples were received in sealed blister pack and one (1) sample was received shielded but not in a blister pack. Twenty-four (24) samples were selected at random and were visually checked for clogs and then had the needle pull force tested to determine the force required to remove the needle from the hub. The one (1) returned sample that was received not in a blister pack was also visually checked for clogs and then had the needle pull force tested to determine the force required to remove the needle from the hub. The twenty-four (24) samples which were selected at random from the unopened blister packs were found to not be clogged as light was able to pass through the needle. The one returned sample which was received not in a blister pack was found to be clogged as light was not able to pass through the needle. All twenty-five (25) samples had pull force values between 23.85lbs (minimum) and 26.62lbs (maximum) which is greater than the minimum specification of 10 lbs. Most probable cause for the clogged needle is production process. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. A needle popping off the hub or pulling out of the hub could be caused by insufficient epoxy. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that nothing came out of the needle 21x1-1/2 rb during use while attempting an injection, and the needle popped off the hub. This complaint was created to capture the 5th of 5 related incidents. The following information was provided by the initial reporter: health professional reporting that this batch has been faulty needles where they are pressing but nothing comes out while injecting. She said it feels like it's clogged, but also the needle will pop off the hub. This has occurred about 5 times, 5 different pts (4 female, 1 male, age range 40-80). Been happening for "past week and a half".

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that nothing came out of the needle 21x1-1/2 rb during use while attempting an injection, and the needle popped off the hub. This complaint was created to capture the 5th of 5 related incidents. The following information was provided by the initial reporter: health professional reporting that this batch has been faulty needles where they are pressing but nothing comes out while injecting. She said it feels like it's clogged, but also the needle will pop off the hub. This has occurred about 5 times, 5 different pts (4 female, 1 male, age range 40-80). Been happening for "past week and a half".